Event description:
According to the reporter: occurred during a skin closure. The thread of the suture was breaking during the wound closure on different locations, regardless of tension. Happened several times per suture.